Manufacturer narrative:
Submit date: 07/13/2016. An investigation was performed. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. The lot number was not provided. All DHR are reviewed for accuracy prior to product release. The following potential causes were identified in the pfmea or in addition to this document: machine malfunction, inspection failed or not performed, improper materials selected, user misuse, and defective material. However without the sample it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. No trigger and trend are found this event; no further actions are required at this investigation. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations). As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 02/23/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports there is a crack near the joint of the palindrome catheter, therefore it was removed from the patient.